Event description:
Initial tsh result >100 miu/l and free t4 result of 10 pmol/l. Same sample repeated using different method gave result of 74.66 miu/l for tsh and 5.94 for free t4. If additional information is received, appropriate notification will be provided.